Event description:
Cardiac arrhythmia; it's well known that family members synchronize body rhythms including heart rate. In approximately 2004, my father was treated for atrial arrhythmias (atrial fib - holiday heart) with a permanent pacemaker. At the same time shortly thereafter, I began to experience chest pain. I went to see dr. (B)(6), (B)(6). And he found no evidence if cardiac pathology other than that I had switched to a junctional rhythm. I am a physician who has studied psychoanalysis and it felt to me as if I was imitating my father's cardiac rhythm, which no longer came from the sa node. I continue to have s stable junctional rhythm with no other cardiac problems other than a right heart block. I decided to report the side effect because it may help understand this secondary psychological effect of cardiac pacemaker installation. Approximate date. FDA safety report ID # (B)(4).